Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported observing an audible alarm sounds when changing from battery to pbm were weak, muffled and inconsistent in tone on the system controller. The patient was issued a new controller. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller alarm sound being ¿muffled, weak, and inconsistent in tone¿ when switching power sources was not confirmed. The two speakers on the system controller were measured using a decibel meter and the output of each speaker was above specification. There were no issues with the sound of the speakers during testing, including when switching power sources. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 19 days of data ((B)(6)2016 ¿(B)(6)2020 per timestamp). The driveline was disconnected on (B)(6)2020 at 11:06:06 to exchange the controller. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be determined through this analysis. No further information was provided. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications.the manufacturer is closing the file on this event.